Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the sutures purchased in the invoices prolene 3 0 (ps1p) 45cm and vicryl 3 0 plus (sc20) 70cm present failures when used, both sutures present detachment between the thread and the needle, this has happened on different occasions. Therefore, it is requested that the complaint be escalated with the laboratory. Images sent by the client are attached where the failure is evident. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: we followed up with the client, but to date we have not had a response. Therefore, the company closed the case. Did the reported happen in one case, same patient/same procedure or more? How many times? How many devices demonstrated the alleged deficiency on each involved patient event? When did the needle detach or pull off from the suture (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? Were there any patient consequences? Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details d4: UDI: the manufacturing date and the expiration date are currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d3, d4. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Corrected data: d4 full UDI.